Event description:
Additional information was received; a procedure was performed as the non-invasive attempts to eliminate the issue were unsuccessful. Upon exposing the device, the defibrillation ports were disconnected, wiped clean and reconnected prior to moving the lead. Interrogation revealed normal shock impedance measurements. The issue was resolved. All other measurements were acceptable. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) device displayed high out of range shock impedance measurements. An x-ray was performed; it was thought the issue may be due to a right ventricular lead microdislodgement. However, there was concern that the issue may be due to a connection issue. An internal technical service consultant was contacted and recommended performing isometric maneuvers to further assess lead integrity. A save to disk was also suggested. No adverse patient effects were reported.